Event description:
It was reported when using the bd pyxis¿ medstation¿ es had drawer failure. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2 had failed to open. A field service engineer (fse) inspected the station for any damage or obstructed trays. The fse reseated the row board cables and removed and replaced the cubies. The customer was able to recover all errors from the drawer and successfully inventory it. The drawer was then tested using the hardware test application (hta) to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.